Event description:
This report was received via a prosecutor in germany requesting info. The statement of the form said "the report is made on the instruction of the public prosecutor's office who is investigating a physician. After an operation, during the application of a plastic net, a clamp did not close completely. Subsequently, this clamp tore open the pericardium (rupture) and injured a blood vessel. In the course of time, this resulted in a pericardial effusion which had not been recognized and which led to the death of the pt."